Manufacturer narrative:
Additional information : the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Report source: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clearlink solution sets were leaking; further described as the roller clamps would leave marks in the tubing and cause leaks and the slide clamps would splice through the tubing and cause leaks. The leaks were discovered during product use at unspecified process steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available..